Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the user had been unable to log in to pyxis and secondary inactive account had been discovered for, the user. A technical support specialist (tss) found that issue had appeared to stem from pyxis having difficulty handling accounts in multiple domains. Normally, pyxis cycled through associated accounts to find the active one, but in this case, it had stopped after the first attempt, preventing login. Tss found that user account had existed in two synced domains, the system should have prompted for domain selection; however, if one domain was not marked active, authentication had failed. The tss had remoted in with manager approval and tested formats using the bp's nuid, but neither expected behaviour had occurred, indicating the system was operating outside its design. This had been a known production issue with no permanent fix in the current version, only a workaround was available. The issue was scheduled to be resolved in a future release. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to login and pyxis was not recognized and allow password entry. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.